Event description:
It was reported that the patient presented in clinic for a follow up. Analysis of the patient transmission report showed that the right atrial (ra) lead exhibited low pacing impedance. The programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.